Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an epidural infusion of 1/8% marcaine, 3 mcg/ml, the tubing leaked at approximately a 1/2 an inch below the luer lock side that has the light blue cap. The second set did the same but the third set did not leak. There was no leaking during priming. There was no patient harm.